Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the infusion set cannulas had been bending more frequently and that they had to treat with manual injections. The caller stated that the insulin pump never alarmed for no delivery but declined to troubleshoot for that issue. The insulin pump was not replaced or returned for analysis.